Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-feb-2020. The most recent information was received on 12-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure system on left almost completely stretched out and in intra-cavity position') in a 43-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure system on left almost completely stretched out and in intra-cavity position" on (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and adverse drug reaction ("other side effects"), 6 years 5 months after insertion of essure. The patient was treated with surgery (hysteroscopy with partial removal of essure device). Essure treatment was not changed. At the time of the report, the device expulsion and adverse drug reaction outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered adverse drug reaction to be related to essure. The reporter commented: an essure section is cut with scissors, then removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc; partial removal of left essure device during hysteroscopy added as non-drug treatment. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure system on left almost completely stretched out and in intra-cavity position') in a (B)(6) female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product shape issue "essure system on left almost completely stretched out and in intra-cavity position" on (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant) and adverse drug reaction ("other side effects"). Essure treatment was not changed. At the time of the report, the device expulsion and adverse drug reaction outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered adverse drug reaction to be related to essure. The reporter commented: an essure section is cut with scissors, then removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.